Event description:
It was reported that two x-stop devices were implanted in a pt at levels l4/l5 and l5/s1 (note: using the x-stop device at the l5/s1 segment is not an approved indication). The initial surgery appeared to be successful, however, one month after the operation the superior device (l4/l5) was found to have popped out of the ligament through the supraspinous ligament. The pt had both implants removed. This procedure was performed in another country. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.